Event description:
Reporter stated that, after firing, the lancet protrudes from the end-cap of the mutliclix lancet device. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
Weight - reporter stated that weight was greater than (B)(6). The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.